Event description:
Upon interrogation of the ICD involved in this report, the reporter observed that episodes had been recorded in the ICD memory showing atrial fibrillation (af) with fast ventricular response; the pt reportedly received several atp sequences and 3 shocks. The episodes treated with shocks (dated (B)(6) 2012) could not be reviewed properly because of missing rhythm and therapy annotations prior to therapies. After therapies, the rhythm annotations were displayed. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.